Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker is using high power. A request was made to have data from this device analyzed. Data analysis confirmed that the power consumption is increasing in a gradual fashion. This appears consistent with capacitor degradation due to hydrogen gas content in the sealed pulse generator atmosphere. Technical services (ts) consultant recommended replacement. This device remains in service. No adverse patient effects were reported.